Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of atrial events, that are falling in the blanking/refractory periods during atrial tachycardia/atrial fibrillation (at/af), leading to mode switching are being observed on the right atrial (ra) lead. It was also reported that the atrial lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.